Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned sample provided. Bd received one 20ga insyte autoguard catheter- adapter within an open package from lot number 9060504. Through the visual/microscopic evaluation, a crack was observed in the adapter body which ran linear with the unit. A water-leak test was performed where leakage was observed. A definite failure that caused the damage on the adapter of the used unit received for evaluation could not be established. It is uncertain whether the defect observed was caused by manipulation of the device prior/during insertion or by the manufacturing process as the product was received used and out of the original package. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: 382633 batch no.: unknown. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter hub had a crack in it causing a leak. The following information was provided by the initial reporter: after staff inserted a 20 gauge IV needle, upon connecting the IV tubing, catheter hub had a crack that could not be seen. Patient had to have IV restarted because it was leaking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
Material no.: 382633, batch no.: unknown. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter hub had a crack in it causing a leak. The following information was provided by the initial reporter: after staff inserted a 20 gauge IV needle, upon connecting the IV tubing, catheter hub had a crack that could not be seen. Patient had to have IV restarted because it was leaking.